Event description:
CPAP mask did not function as intended. Pt felt she was suffocating while using product as intended. Device presented sharp edges - per (B) (4) definition - around sewing operations in contact with nose/nasal passages. Product arrived unbagged and loose in box. Dose or amount: one CPAP mask, frequency: nightly, route: inhale. Dates of use: (B) (6) 2010 - (B) (6) 2010, eight hours. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced? Yes.